Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h11: additional narrative. Zfx received one (1) item zfx02hld28 with his package. Visual evaluation was performed. Visual evaluation: we see a screwdriver with broken tip. The tip is not send to zfx. The screwdriver has damages and scratches from use. The screwdriver tip has been strengthened by often use and/or high torque values, the breakage area shows signes of torsion and a sudden breakage type. The top from screwdriver is corrodet around the lasered letters. Complaint history review was performed for the reported lot number 2510030835 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: fracture¿. Based on the investigation and risk management file, the most likely root cause determined from the investigation was sudden breakage after overtorqing of the screwdriver. Therefore, based on the available information, a device malfunction did occur. The scrwewdriver tip has been strenghtened by often use and/or high torque. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
It was reported that the tip of the screwdriver fractured while tightening a crown. The procedure was completed. No impact on the patient reported.